Manufacturer narrative:
A review of all tickets received for this issue did not identify any trends or any additional complaints for the product issue. A review of the customer data provided, found the wbc count of 4500 generated a data invalidating suspect parameter flag (*), which alerts the operator to verify the results. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the cell-dyn sapphire analyzer, serial number (B)(4).

Event description:
The customer reported a falsely elevated wbc counts on one patient generated on the cell dyn sapphire analyzer. The results provided were: on (B)(6) 2020 (B)(6) wbc = 1.16 10e3/ul / retest = 4.5* / on (B)(6) 2020 same sample retested = 0.9 (normal range 4500 to 10000) / on (B)(6) 2020 = 2.82. The result of 4500 was reported to the physician, who then questioned it. There was no reported impact to patient management.